Event description:
The distal pin which secures the instrument to the cervical plate broke off during surgery. No patient injury was reported.

Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with the regulations relating medical device reporting and is based on information submitted by others that may not be factually correct.